Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 23oct2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
A FDA user facility report (B)(4) was received on 03-oct-2017 for FDA user facility report: that states a ¿trauma intensive care unit patient was in respiratory distress due to suspected transfusion reaction. Patient difficult to oxygenate and needed intubation. When intubated it was discovered, the balloon on the endotracheal tube was broken and the patient needed to be re-intubated but severe desaturation occurred due to the delay in adequately intubating. The intubation initially went fine but when the sats did not go up they noted the balloon was not inflated. They attempted to re-inflate the balloon but the balloon did not inflate. The sats were very low in the 50s. The patient was extubated and bagged until anesthesia came up to intubate. The patient was intubated successfully and the sats came up.¿

Manufacturer narrative:
The device history record for the lot number, um6113xxx, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The lot met specification for all the relevant inspection and test performed during the manufacturing process. There were no nonconformance(s), or abnormal conditions noted at the time of production. All information reasonably known as of 16dec2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).